Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a large stone was visualized and captured. Lithotripsy was attempted with an alliance handle, but the basket wire shattered prior to the stone breaking up. After withdrawing the device, the basket tip was visualized beyond the stone. The user's attempts to retrieve the tip were unsuccessful. A plastic stent was placed and the procedure was ended. The patient was scheduled to return in 3 months for a repeat ercp. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information: a 2cm stone was captured and lithotripsy was attempted with an alliance handle, but the tip detached and the stone released prior to breaking up. A second basket was used, but a number of stones blocked access to the tip, so the attempted tip retrieval was unsuccessful. A stent was placed to complete the procedure and a second ercp was planned for the patient. However, the following day, the patient became quite ill and was taken to the or for stone removal. Reportedly, this illness was in no way related to the detached basket tip. Additionally, the tip was not located during this procedure, but the user believes that it either passed naturally or was removed along with the stones and fragments. The patient's current condition was reported as being stable.

Manufacturer narrative:
(B)(4). Patient age/date of birth is unknown. However, patient reported to be in (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Reported event of tip detachment. Reported event of wire broke. No information regarding product return has been provided. Several attempts have been made to obtain this information.